Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device, using a pre-close technique, prior to an unspecified procedure. Reportedly, when the proglide plunger was removed no sutures were present. The plunger was accidently knocked upward prior to plunger deployment. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture rail end break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received: it was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an interventional percutaneous coronary procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis.